Event description:
Customer reported that they were attempting to put their carbs in the insulin pump and the numbers were scrolling up. Customer replaced the batteries and the insulin pump alarmed battery out limit. Customer stated that the keypad was stuck and time was scrolling up. Customer's blood glucose reading at the time of the call was 98 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. No battery out limit alarm. The unit was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.